Event description:
It was reported that the defibrillator lead impedance was >200 ohms. The rv lead was removed from service and no patient complications were reported as a result of this event.

Event description:
It was reported that the ventricular defibrillation lead impedance was high, at greater than 200 ohms. A fracture was suspected. The rv (right ventricular) lead was removed from service. No patient complications were reported as a result of this event.

Manufacturer narrative:
Attempts were made to obtain additional information from the user facility regarding this event. The information submitted reflects all relevant data received. Notification that this event does not meet the user facility's reporting criteria will be filed internally if it is received after this report is submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: proximal conductor fractured; partial lead in segments returned and analyzed. It was reported that the ventricular defibrillation lead impedance was high, at greater than 200 ohms. A fracture was suspected. The rv (right ventricular) lead was removed from service. No patient complications were reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed mechanical tests performed visual examination component/subassembly failure (select specific code from category d) lead conductor device was out of specification in a manner that relates to event impedance, high lead(s), fracture of.